Manufacturer narrative:
Unit alarmed button error followed by unresponsive button due to corroded keypad traces.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. The act button on the insulin pump was failing to respond. The issue recurred after taking the battery out for 5 minutes. The customer was advised to remain on backup plan of manual injections. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.